Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00mmx32mm synergy drug-eluting stent, it was noted that the stent was stretched when it was taken out from the hoop. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: synergy ous, mr, 3.0x32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damaged from the 5th most proximal row; struts distorted and stretched over the distal markerband and the bumper tip. There was no visible damaged of stent struts for the first 4 proximal rows. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and mishandling of the device during stent protector removal. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) shows there is no issues to note with the interaction between the two components. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00mmx32mm synergy¿ drug-eluting stent, it was noted that the stent was stretched when it was taken out from the hoop. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.